Event description:
Procedure: fraxel laser: excessive swelling, extreme pain (10 on scale of 1-10) during and after the procedure, pain in eye, visual impairment, nausea, sinus drainage, overail malaise, balance impairment still going on on this date.